Event description:
Reporter indicated that device interrogation resulted in the following error message: "corrupt device - enter serial number". The physician entered the device serial number, and then noted that the device output current had been reset to 0ma. The device was re-programmed to previous settings and the patient was sent home. The patient later complained that the device stimulated continuously for 1 hour causing pain. When the patient used the magnet, the pain reportedly worsened. When the patient returned to the physician's office, device interrogation again resulted in the above-mentioned error message. It is believed that the generator may have reached normal end of service; however, investigation to date has been unable to confirm. Attempts to obtain additional information have been unsuccessful to date.